Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) customer complains about a code 14.

Event description:
It was reported that when turning the unit on, the cardiosave intra-aortic balloon pump (iabp) customer complains about a code 14. There was no patient involvement.

Manufacturer narrative:
Updated data: b4,e1(name,email & phone),e2,e3,g3,g6,h2,h10,h11corrected data: b5,b6,b7,d10,h6(clinical & impact)

Manufacturer narrative:
Additional information: (B)(6). A getinge field service engineer (fse) evaluated the iabp and during initial functional check fault confirmed and fault disappeared when switched on. Complete preventive maintenance. But broken doppler housing door hinge. Helium o-ring, 9v battery and screw kit replaced, security disk and tidal disk replaced. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then cleared for clinical service.